Event description:
Almost 4 months following cypher stent placement in an unknown target lesion, the patient returned with complaints of chest pain. Repeat angiography revealed in-stent restenosis. This was effectively treated with additional cypher stent placement.